Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a saccular 38 mm in diameter and 25 mm in length thoracic aortic aneurysm in zone 2. It was reported that a type ia endoleak was predictable from the beginning as the proximal neck length was originally about 15mm. After the valiant 26x26x100 was implanted, a catheter was delivered up from the contralateral side to get ready for coiling in the aneurysm. After that, a valiant32x28x150 was delivered from zone 1, and after touch-up, a type 1a endoleak was confirmed. Therefore, another manufacturer's 16x60 and a 14x50 stents were implanted through the catheter on the contralateral side, and the coil was placed inside the aneurysm. Then, lsca was embolized using the plug and coil. The final angiography was unable to determine whether or not the endoleak still remained because of the coil inside the aneurysm. The physician commented that the treatment using valiant only might have not been viable unless we took more proactive approach on the bovine arch. It was predictable. No additional clinical sequelae were reported.